Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and downloaded of the receiver log was attempted but could not be performed due to the unit not booting up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a permanent out of range signal. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6)2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.